Event description:
Clinical study. Same case as MFR report #: 2134265-2009-01958. Same case as MFR report #: 6000093-2007-02309. It was reported 364 days following a percutaneous carotid artery intervention stenting treatment procedure that the patient returned with in-stent restenosis. The index procedure treated the 82% stenosed 5.5x19mm target lesion located in the right proximal internal carotid artery. Treatment utilized a bsc filterwire ez and the placement of a 4-9x30mm nexstent. However, this stent "jumped forward" and a second 4-9x30mm nexstent was placed to cover the proximal portion of the lesion. Following post dilation with an unk device the residual stenosis was 11%. One day post the index procedure, the patient was discharged with a hospital stroke value of "2" for visual and left arm motor function. Three hundred sixty four days post the index procedure, the patient returned for a scheduled 12 month ultrasound revealing a 50% target lesion stenosis. Per the core lab ultrasound report the stent was patent. The hospital stroke scale performed on day 364 was a "3" for visual, limb ataxia, extinction and inattention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.